Event description:
It was reported that the surgeon inserted an icm125v4 12.5mm implantable collamer lens on (B)(6) 2010, and after implantation, they noticed that there were some problems with near vision. Customer reported a refractive surprise. The lens remains implanted.

Manufacturer narrative:
(B)(4) - refractive surprise. (B)(4).